Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath. There was no report of serious patient harm or injury. After receiving the serial number on (B)(6) 2023, the mnufacturer found to be a ds2adv auto CPAP device. The manufacturer incorrectly a competitor device in the initial report. The reported event does not apply to a philips device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an noisy device related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. As per external and internal inspection of the device observed usb cover was missing, slight unknown contamination at the air inlet, the iso port tube had some potential dust in it, the water tank had some unknown substance on the top seal and potential mineral deposits inside and dust-like contamination on inside the top enclosure, inside the iso port, on the bottom of the blower motor and inside the blower motor. Bottom of blower box was visually free of contamination. The device's downloaded logs were reviewed by the manufacturer. There were 1 error found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. Section d1 (missed to update in previous report), d4 (missed to capture model, serial and UDI number in previous report), has been updated/corrected in this report.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received serial number on 01/27/2023 and it was found to be a (B)(6) auto CPAP device.these devices are not in scope of recall.

Manufacturer narrative:
This correction is being filed to correct all previously submitted reports. On 11/01/2022 a initial report was submitted 2518422-2022-88784 with information received in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged shortness of breath. There was no report of serious patient harm or injury. At that time the device information was not available. When the manufacturer received device information, incorrect device information was reported which is why the subsequent follow up report's information was incorrect. This report is correcting device information, and all previous reports. The device is a dream station expert. The device was returned to a third party service center for evaluation on 3/6/2023. The evaluation was unable to confirm the customers' complaint. No foam degradation was found. The device was scrapped. Customer credit issued as per patient request.